Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a crease was noted in the posterior view. Within the crease a tear was observed , measuring approximately 0.5 cm. The evaluation determined that the rupture is consistent with a crease fold rupture these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 425cc mentor smooth round moderate profile saline breast implant (catalog number 3501670, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 425cc mentor smooth round moderate profile saline breast implants and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent a bilateral explantation on (B)(6) 2020 and replaced with unspecified mentor saline breast implants.